Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the customer observed an intermittent alert alarms on the level sensor. The device was not changed out, as they are still using the sensors and unit. The surgical procedure was completed successfully. Ther were no delays, no blood loss, or no adverse consequences to the pt.

Manufacturer narrative:
The customer would like the field service rep (fsr) to check all the sensors before they replace anything.